Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device gives a battery error message. There was no patient involvement.

Event description:
The customer reported that an error message of the battery in the self test occurred. There was no patient involvement.